Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads no longer hold on my oral-b genius x [device breakage]. Brushes are so slack that they come loose - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head no longer held onto their oral-b genius x toothbrush handle, type 3771 and the oral-b toothbrush heads were so slack that they came loose while they brushed their teeth. No injury was reported.

Manufacturer narrative:
01-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads no longer hold on my oral-b genius x [device breakage]. Brushes are so slack that they come loose - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head no longer held onto their oral-b genius x toothbrush handle, type 3771 and the oral-b toothbrush heads were so slack that they came loose while they brushed their teeth. No injury was reported. 17-feb-2025 case update: the suspect product lot was bh342 40453. No injury was reported.